Event description:
It was reported that a patient's device had high impedance on his vns system. The physician identified the high impedance on (B)(6) 2016. The patient had full revision surgery on (B)(6) 2016. The lead pin was re-inserted into the generator, but high impedance was still present. Both the generator and lead were replaced. The explanted generator and lead were discarded. Therefore, no analysis could be performed. No further relevant information has been received to date.